Event description:
Pt. Complained of sudden shortness of breath, "feeling strange," & profusely diaphoretic. Also complained of sudden, sharp, chest, throat & shoulder pain. There was a sudden decrease in device blood volumes and flows, decreasing to 1.1 liters resulting in pulmonary edema, severe decrease in oxygenation and saturation. Pt volumes & flow improved temporarily by venting the device. Routine trouble shooting (back-up console & changing cables) did not correct situation. Pt taken to o.r. Device replaced, large amount of retroperitoneal air found.